Event description:
The pt reported that the check button of the infusion device does not respond. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product received on (B)(6) 2012. The check button does not respond. There are particles inside the housing of the check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.